Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced heat at the battery of a deep brain stimulation implantable pulse generator (ipg) when recharging with a wireless recharger. The patient described the sensation as feeling like an iron on their chest, which caused distress. The heating was noted to occur when the battery charge reached 75%. The patient expressed anxiety about not charging to 100% due to fear of the battery dying. Troubleshooting steps included decreasing the recharger speed and allowing time for the recharger to cool down, but these were unsuccessful. The patient also attempted to charge with clothing between the recharger and skin, but it did not connect. It was suggested to the patient to shorten recharge sessions and recharge more frequently, as well as considering not charging to exactly 100%.

Manufacturer narrative:
Section d10 references: product ID wr9200, lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the heating sensation while recharging was undetermined. The steps taken to resolve the issue included decreasing charging speed and impedance check run. The heating sensation while recharging did not resolve.